Event description:
The customer reported that the sys displayed a cardiovascular and voltage error message and shut down. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The image processing computer was replaced, the software was set up, and the camera error problem was fixed. The sys was tested and operates as intended.